Manufacturer narrative:
Reporter is a synthes employee. Product code: 03.010.523. Lot number: l788107. Manufacturing site: (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: l788107) was received at us cq. Visual inspection of the complaint device showed the tip had broken off and the broken fragment was returned stuck in the concomitant device received. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. The stripped condition of the device could not be confirmed. Device failure/defect identified? Yes. Dimensional inspection: (manufactured rev). Measured dimensions: shaft od = conforming. Groove diameter= conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Further investigation will not be conducted in this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Please refer to the related action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 that the driving cap/threaded was stripped and not able to be used. This was discovered in the sterile processing department in the hospital. There was no patient involvement. Concomitant device: radiolucent insertion handle frn (part# 03.033.001, lot# l849565, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).